Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 37 mg/dl at the time of incident. The customer was treated with food. The customer declined troubleshooting. The customer reported that they lost there activity guard and the reservoir moved and the blood glucose dropped. The insulin pump will not be returned for analysis.